Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure restenosis occurred. Two lesions were identified in the circumflex (cx) artery. Target lesion 1 had a reference vessel diameter that was 2.2mm and the lesion length was 6mm. Pre-procedure there was 100% stenosis and post-procedure 3% residual stenosis. Target lesion 2 had a length of 6mm. Pre-procedure there was 75% stenosis and post-procedure 3% residual stenosis. Two 2.25x8mm liberte stents were implanted in the cx artery. The procedure was technically successful for both sites. Five days after the index procedure repeat angiography revealed re-occlusion in target lesion 1. A 99% stenosis was estimated by visual assessment. Repeat ptca was performed. The patient was discharged twelve days after the index procedure without angina or silent ischemia. The discharge medications were aspirin 100mg and clopidogrel 75mg daily for twelve months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.